Event description:
Information was received from a patient who was receiving Dilaudid (hydromorphone) and Fentanyl via an implantable pump for non-malignant pain. It was reported that in the past they went through without getting a pump refill and knew how it felt to not get their medications. They confirmed that was 4 months ago. Additional information was provided from the patient on (b)(6) 2026 via an outbound phone call. The patient reported that they were hoping they could get rid of the pain pump after the next procedure and stated that the pain pump hadn't helped their back at all. It had only been helping the neuropathy in their legs. The patient reported that they still experienced pain with their pump and stated it was worse in the morning. They had to crawl to the bathroom in the morning. The patient then reported that they ran out of medication in the pain pump one weekend and experienced many symptoms including cramping and leg pain. They went to the emergency room, but they couldn't do anything for them there. The patient finished the story by stating 'so I know it's doing something' which the agent understood was in relation to the pump providing some level of therapy.

Manufacturer narrative:
B3: Event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.